Event description:
It was reported that intermittently the 9800 system has a black image. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on info provided, the following component has been ordered. Power supply assembly. It is believed that once the identified component is replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a followup report will be submitted as required.